Event description:
During vt/vf induction, device did not terminate vf due to high impedance.

Manufacturer narrative:
Evaluation summary diode - current leakage, unspecified corrected model number from 7221c to 7221cx.